Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the device was completely removed from the patient's body.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc quantum apex balloon catheter. There was blood and contrast in the inflation lumen and balloon. Magnified inspection revealed a pinhole in the balloon wall 2.5mm from the proximal edge of the distal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the device was completely removed from the patient's body.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified mid left anterior descending (lad) artery. A 15mm x 3.00mm nc quantum apex¿ balloon catheter was advanced for predilation and was initially inflated at 8 atmospheres. However, on the second inflation at 10 atmospheres, the balloon ruptured. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).